Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting, the issue was confirmed, and the pump was replaced. The customer¿s blood glucose level was not impacted. The customer reverted to an alternate method insulin therapy.